Event description:
It was reported that the patient presented in-clinic for an initial implanted procedure. During the procedure it was noted that the left-ventricular (lv) lead had broken and was unable to be flushed. As a resolution the lv lead was not implanted and a near at hand replacement was implanted instead on (B)(6) 2025. The patient condition was stable.